Event description:
It was reported that during implant attempt, the lead would not stay in place after two positioning attempts. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, all conductors were distorted and had blood/body fluid (not obstructed). The distal conductor had blood/body fluid (not obstructed). The outer insulation had a cosmetic cut. The lead was damaged at implant.